Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
As reported: physician was conducting a cto where he ended up having to go retrograde. Crossed the lesion, did an externalization and at some point, a 10-15 cm section of the turnpike lp tip sheared off in the bottom. Physician believes it may have been behind a stent strut. Attempts were made to remove the sheared off section but were unsuccessful leaving section behind in patient. Update on 20-jan-2022: first, the section of the turnpike lp that broke off was removed. When physician was removing the r350 wire, the wire was still inside the section that was broken off and when he pulled the r350 wire back to remove from the body the broken section came with the r350 wire. Both the r350 wire and broken section of the turnpike lp were captured inside the guide catheter and removed from the body. This was extreme calcification rca. There was extreme calcium, and it appeared the patient already had stents placed. Physician feels the section of the turnpike lp was caught in the calcium and when torqued caused it to break off.

Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. A picture was shared by the account. The tip appeared to be intact. The shaft of the catheter appeared to be damaged. Due to the blurriness of the image, separation of the shaft cannot be noticed/confirmed. The whole section of the turnpike was not shared. It is unknown if any other damages were present. Two lot numbers were provided. It is unknown which unit was used in the case. The lots were reviewed. There are no nonconformances related to this lot therefore supporting the device met material, assembly and performance specifications. Case details were reviewed. A patient underwent a procedure for cto for which the physician had to approach in a retrograde manner. The lesion was crossed, and externalization of the wire was done. A turnpike lp was used and was observed to be sheared off in the bottom. No unit was returned to vsi/teleflex for evaluation. A picture was shared by the account. The tip appeared to be intact. The shaft of the catheter appeared to be damaged. Due to the blurriness of the image, separation of the shaft cannot be noticed/confirmed. The whole section of the turnpike was not shared. It is unknown if any other damages were present. Additional information was requested from the account. A response was received. Turnpike was used in a vessel which was very calcified. Shaft that is approximately 21 cm from the tip was sheared. The picture sent by the account confirms damages near that area of the shaft. The damages are likely to have occurred during use of the catheter against a calcified vessel. Per IFU it states the following warnings and precaution never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury. Do not rotate the catheter more than two (2) consecutive 360° rotations in either direction if the distal tip becomes lodged and is not also rotating, as it may result in separation of the catheter, to the catheter, or vessel injury. Exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage, bending, or kinking. Physician states that rca was extremely calcified. The lp could have got caught in the calcium and damaged when torqued. Subsequently leading to break off. The section of lp that broke off was removed with a wire. No pieces left inside the vessel. No other additional intervention was done. Based on the information, the most likely root cause of the issue is operational context and/or unintended use error.